Event description:
Pt status post plate and screw implantation on (B)(6) 2012, returned to surgeon complaining of pain or an unk date. Pt was returned to operating room on (B)(6) 2012, all hardware was removed, pt was not revised to new hardware. Surgeon noted the fracture was healed. This is 1 of 9 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.